Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that its distal end was partially expanded, indicating that positive pressure had been applied. The proximal end of the stent was bunched up distally with the very proximal stent struts stretched proximally. A visual examination found no issues with the tip, hypotube and shaft polymer extrusion profile. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 30mm in length, concentric target lesion was located in the severely calcified, mildly tortuous and 2.5mm in diameter mid left anterior descending artery. A jl 3.5 7f unspecified guide catheter was used. After a non bsc guide wire crossed the lesion, an unspecified balloon catheter was advanced for predilation. A 2.50mm x 38mm promus element plus stent was advanced to lesion however "a lot" of resistance was encountered. The device then crossed the lesion and went distally. The physician pulled the device but "a lot" of resistance was met. It was then noticed under fluoroscopy that the stent was damaged. The procedure was completed with a different device with post dilation of an unspecified balloon catheter. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that a stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 30mm in length, concentric target lesion was located in the severely calcified, mildly tortuous and 2.5mm in diameter mid left anterior descending artery. A jl 3.5 7f unspecified guide catheter was used. After a non bsc guide wire crossed the lesion, an unspecified balloon catheter was advanced for predilation. A 2.50mm x 38mm promus element plus stent was advanced to lesion however "a lot" of resistance was encountered. The device then crossed the lesion and went distally. The physician pulled the device but "a lot" of resistance was met. It was then noticed under fluoroscopy that the stent was damaged. The procedure was completed with a different device with post dilation of an unspecified balloon catheter. No patient complications were reported and the patient¿s status is stable.